Manufacturer narrative:
Additional information: according to the information received from the field the reported issue is likely caused by a technical implant failure. However, to determine an exact root a device investigation of the explanted device would be necessary. Further troubleshooting is considered but no date has been scheduled yet.

Event description:
The user's hearing performance was affected. Further troubleshooting is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance was affected. An appointment for another troubleshooting has been scheduled.